Manufacturer narrative:
Operator error: client was not exercising caution while standing up out of the power wheelchair, and fell. Hoveround's owner's manual warns end users, "always ensure that the power is off before getting into and out of the seat."

Event description:
End user reports while operating the power wheelchair in his backyard, he stood up out of the power wheelchair to reach for an object, and fell down the hill. End user reports loss of consciousness.

Manufacturer narrative:
He client was not exercising caution while operating the power wheelchair by not ensuring the power was off before getting into or out of the seat and by not wearing the seatbelt. Hoveround's owner's manual warns, "always ensure that the power is off before getting into and out of the seat," and, "always use the seat belt."

Event description:
End user reports while operating the power wheelchair in his backyard, the power wheelchair started moving backwards without him noticing, down a hill and striking a wall. The client was not wearing the seat belt.